Manufacturer narrative:
Batch review performed on 07 may 2021: lot 2009611: (B)(4) items manufactured and released on 29-oct-2020. Expiration date: 2025-10-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: stem: masterloc 01.39.208 cementless ti coated lat stem size 8 (k151531) lot. 2006740. Batch review performed on 07 may 2021: lot 2006740: (B)(4) items manufactured and released on 15-oct-2020. Expiration date: 2025-10-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: cocr 01.25.030 cocr ball head 12/14 ø 36 size s -3.5 (k080885) lot. 133983b. Batch review performed on 07 may 2021: lot 133983b: (B)(4) item manufactured and released on 20-nov-2019. Expiration date: 2024-11-06. No anomalies found related to the problem.

Event description:
The patient had a primary hip surgery on (B)(6) 2021. On (B)(6) 2021, the patient came in reporting pain due to a periprosthetic fracture that was caused from falling. The surgeon cabled the fracture and revised the 36mm biolox delta head m with a 36mm cocr head s. The surgery was completed successfully. On (B)(6) 2021, 11 days after precedent surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the stem, head, and liner. The surgery was completed successfully.